Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a unknown silicone prosthesis experienced right sided rupture post procedure. A physical examination was performed by a physician and rupture was diagnosed. As a result patient scheduled for explant on (B)(6) 2020.